Event description:
It was reported that the device was explanted because they could not interrogate it. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. Ic - damaged bench testing found the programmer would only go to about 20% then would say "noisy telemetry". The failure was found to be due to a decode malfunction. The malfunction was caused by physical damage to active silicon in the corner of the die containing the pin 1 pad. The cause of the physical damage to the u5 was not determined.